Event description:
It was reported that after a tka procedure, the pin got stuck in the cutting guide. The cutting block had already been removed from the patient. There was no surgical delay or patient injury. According to the investigation, the pin used was not the prescribed pin indicated in the surgical technique for tka.

Manufacturer narrative:
H10: h3, h6: the customer reported that the pin became stuck in the medium distal cutting block for tka. The device, used in treatment, was returned for investigation. The product was visually evaluated and it was confirmed that the pin was stuck in the cutting block. It was also found that the pin used was not the prescribed 1/8th diameter non-rimmed speed pins as indicated in the surgical technique for tka. The pin was impacted through the cut guide. Impacting the pin lends itself to bending the pin and becoming lodged in the cut block. A review of the DHR found that for all lots for this part number, all of the quantity received was accepted with no other issues that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. The probable cause for this issue is user error from not using the prescribed pin.